Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer reported that a bovie machine: valley lab fx, (B) (4) was used with a jarit hook electrode (B) (4). Setting: 25 coag fulgarate, 1 cut, o blend. The physician attempted to use the hook electrode with a monopolar cord. The monopolar cord made a "sizzle" noise, then a "pop". The cord sparked and glowed orange with a tiny flame. The area of the cord melted (or burned) completely in two, approximately 1/8" from the part of the cord that plugs into the hook electrode. No burns were noted to the drapes. No injury to the patient or staff. The return electrode was on the patient correctly, plugged into the generator with the green indicator (circuit complete) on.